Manufacturer narrative:
(B)(4): cauda equina syndrome.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having pain and went to the emergency room. The patient was being evaluated for cauda equina syndrome. The hcp wanted to do an l spine MRI for diagnosis of cauda equina syndrome. An initial event date of (B)(6) 2016 was reported, but later reported to have been unknown by the same reporter. The reporter was unaware if the symptoms were related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.